Event description:
The customer reported that following a diagnostic catheterization procedure on december 14,1999, a vasoseal vhd kit, size 7 was deployed. During deployment, the deployer did not feel resistance and the dilator advanced approximately 1/2" past the black line. The deployer pulled back and reinserted the dilator again and stopped at the black line, but no resistance was felt. The first collagen plug was deployed and it was decided that the second pulg would not be deployed and the procedure was aborted. There was a considerable amount of bleedback at the time the procedure was aborted. Manual pressure was held and hemostasis achieved. Approximately one hour post procedure, patient experienced diminished pulses, although no pain or discomfort was reported. The patient was taken for a lower extremity doppler study. Interpretation of the study stated "positive echogenic material in the common femoral artery near the bifurcation. There is some narrowing and stenosis in this region with turbulent flow distal." Pulses at this time were 2+ femoral, 1+ popliteal, with decreased pulse in the right foot. The following day, patient was taken to surgery. Prior to surgery patient had no femoral pulse, trace right posterior tibial pulse, and no dorsalis pulse. Pre-surgical diagnosis was acute arterial thrombosis of the right femoral artery with post-surgical diagnosis the same. The operative report states "no major clot or thrombus seen in distal common femoral artery. Vessel loop was used to occlude common femoral artery at the inguinal ligament and distal branches. Arteriotomy was made and the vessel was slightly inflamed diffusely and there was some adherence to surrounding tissue already. A #5 fogarty catheter was introduced in to the external iliac artery, inflated and withdrawn removing a large one inch segment of thrombus and what many have been collagen type material consistent with the vasoseal vhd. Pathology report indicates "rough cylindrical fragment of red-tan tissue measuring 2.3 cm x 9cm in diameter. Microscopic report states: "thrombus: laminated blood clot. Post procedure, patient's pulses returned. No further complications were reported.